Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number has been provided, a review of the device history record has been requested. The part has been received, an evaluation is currently in progress.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned large cruciform screwdriver blade, lot # 7296828, was manufactured may 2013. It was received with approximately half of the distal tip broken off. The tip is broken such that two of the legs in one plane of the cruciform have been mostly sheared off and there is damage to the remaining two legs. There is a slight bend on one of the tips in the direction of extraction. This condition is consistent with the result from excessive torque likely from high levels of osseointegration of the screw. The balance of the tool was received in good condition. Thus, the complaint condition is confirmed. However, the complaint condition cannot be replicated as the device is already broken. A review of the current design drawing was performed and the design was found to be sufficient for its intended use. Therefore, this complaint condition does not appear to be the result of a design deficiency. In conclusion, the complaint condition of broken: tip broken procedural step unknown is confirmed. The break was likely the result of high amounts of osseointegration of the screw and determined not to be the result of a design deficiency. The current design drawing was found to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a screwdriver blade was found, with the tip broken off, in sterile processing at the hospital. The amount broken off appeared to have been very small. The instruments involvement in an event during a surgical procedure is unknown, as no patient involvement was reported. This is 1 of 1 report for (B)(4).